Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Pump passed sleep current measurement, active current measurement, self test. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert, power loss alarm and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was received low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that battery on the insulin pump did not last long. Customer stated that she usually had the battery lasts for more than 2 weeks, but right now, it was only lasts for more than 10 hours or may be less. Customer stated the battery was previously used. Customer stated the battery cap not loose, cracked or damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.